Event description:
Per the clinic, the patient experienced a loss of osseointegration (specific date not reported) resulting in fixture loss. It is unknown if there are plans to reimplant the patient as of the date of this report.